Event description:
Locking mechanism broke off at the attachment screw. According to the distributor, this occurred during a procedure and no broken pieces were left in the pt. No pt injury has been reported.